Manufacturer narrative:
This report is filed on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site, however the issue could not be resolved. Subsequently the patient was placed under general anesthesia and underwent skin revision to excise skin and was administered oral antibiotics (date not reported). The implanted device remains.